Event description:
It was reported that on (B)(6) 2024, during a selenia dimensions procedure the customer reported that the machine was turning around and that the machine was not stopping. A field engineer examined the equipment and it was determined that the rotation switch of the bottom of the c-arm was sticking. The switch was replaced and the rotation flapper on the back of the c-arm. The unit was tested and the system was functioning per the manufacturer´s specifications. No patient or staff injury reported.

Manufacturer narrative:
It was reported that the rotary switch would not stop the c-arm from rotating. A field engineer (fe) examined the equipment and found that the rotary switch was sticking. The fe replaced the c-arm rotary switch to resolve the issue. There were no reported patient or user injuries, and no additional information is available. A review of this device history showed that the issue did not return after the rotary switch was replaced. The c-arm rotary switch was replaced; however, no parts were returned for further investigation. The rotary switch was 1,285 days old at the time of replacement. The part was not returned for further investigation. The probable cause of the uncommanded movement is due to an issue with the rotary switch. The likely cause is related to natural wear and tear on the component due to the high component age of 1,285 days. Further investigation could not be performed as the part was not returned. Due to the limited information provided and lack of part return, the root cause of the rotary switch failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for (B)(6) showed no additional complaints for uncommanded c-arm movement related to the rotary switch. The complaint review identified the rotary switch was original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR. The rotary switch was installed on this gantry with no issues noted. System product code: sdm-sys-6000-3d. Serial number: (B)(6). System manufacture date: may 28th 2021. System installation date: june 28th 2021. Unique device identified (UDI): (B)(6).